Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 heater wire dislodged. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was dislodged from the tip of the hot jaw and was partially lifted. Based upon the eval results, the reported complaint was confirmed. (B)(4).